Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. Evaluation of the sample received revealed a kink at the top of the silicone tubing of the pumping segment, just below the upper pumping segment fitment. The kink was massaged out and the infusion set was primed. No leakage, air in line or occlusions were observed. The set was then placed in an alaris pump and a simulated infusion was conducted. There was no indication of and issues with fluid flow. A device history record review for model 11522558 lot number 20116054 was performed. The search showed that a total of 11,523 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kink in the silicone tubing could not be determined because the tubing kink was able to be massaged out of the silicone segment, and the tubing was able to conduct a simulated infusion without any issues.

Event description:
It was reported that a as lvp 20d 3ss cv bv had the tubing kink during use. The following was reported by the initial reporter: "tubing kink."